Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Symptoms reported include difficulty walking, chest pain, weakness, fatigue, dry mouth and difficulty thinking. The patient reports after receiving a pod hazard alarm they applied a new pod prior to going to the hospital. Once at the hospital the patient had blood work and a complete blood count test, glucose test, urine test, heart test and x-rays administered. The patient reports being discharged from the hospital after more than 10 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: sp1a.210812.016.g970usqs8ivl1, smartphone hardware: sm-g970u, cgm sensor type: g6.